Event description:
It was reported that during an extraction procedure for the left ventricular (lv) lead this right atrial (ra) lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).